Event description:
While used on patient, the screen intermittently froze and went blank. The user was able to cycle power to correct problem. No patient harm.

Manufacturer narrative:
Efforts to obtain the initial reporter's phone number and the patient's weight are ongoing.